Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, xt-r, gaiya first, gaiya second. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 2.0 x 12 mm mini trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 100% stenosed, distal, mid and proximal right coronary artery. The lesion was pre-dilated with a 1.5 mm nc trek balloon catheter. The lesion was further dilated with the 2.0x12 mm mini trek rx balloon catheter; however, the balloon ruptured at around 10 atmospheres when inflated for the first time. The 3.0x12 mm trek nc balloon catheter was advanced and dilated; however, this balloon also ruptured at 16 atmospheres on the first inflation. Resistance was felt during advancement of both balloon catheters to the lesion. The lesion was further dilated with a 3.0x8 mm non-abbott balloon catheter, after which a stent was deployed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.